Manufacturer narrative:
Additional, corrected, and/or changed data:b5 b6 g1 h6.

Event description:
And discarded.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.4., b.5., d.6b., g.2, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.